Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during bolus attempts, just after the rewind process. The customer's blood glucose was 567 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also observed a motor position encoder error alarm in the alarm history. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He stated that he did not have a back-up plan. By the end of the call, the customer was able to treat with a manual injection, and his blood glucose lowered to the 300 mg/dl range. He stated that his blood glucose running higher than normal at that time was normal. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.